Event description:
When removing the needle from the port in the patient, the safety retraction piece on the huber needle broke off. There was no harm to the patient, but it was a near miss for a needle stick.

Manufacturer narrative:
The device was not returned for evaluation, but the events were evaluated as part of the complaint investigation. The results of this investigation are as follows: no product or photographs were received by the account for investigation. A review of the lot history records shows no abnormalities were observed during the build of this product or quality control testing. A review of the pack out paperwork (defect tracker and pallet summary form) showed that no defects were identified during the production for failures related to a needle sticking through the pouch or to the needle guard being loose or off the needle. No root cause can be established as no failure was observed. A 2-year review of ncmrs shows no ncmrs related to the reported condition. Additionally, a 2-year review was performed on complaints and shows only 1 additional complaint for the clg-2034 which was related to an occluded set, not a needle issue. No root cause can be established as no failure was observed therefore, no corrective action will be taken at this time. However, vygon will continue to monitor this issue.

Manufacturer narrative:
The device was not returned for evaluation, but the events will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
When removing the needle from the port in the patient, the safety retraction piece on the huber needle broke off. There was no harm to the patient, but it was a near miss for a needle stick.